Event description:
The device was used during a thoracoscopic blebectomy procedure. Reportedly, the staples were missing and the handle broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.